Event description:
The event occurred on an unknown date involving a plum 360 pump where it was reported that the customer has had issues where it is turning off suddenly while administering vasoactive medications. There was patient involvement; however, no specific harm was reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A 12-month service could not be performed because no serial number was provided.